Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the unit powers off during use. There was no indication that the product caused or contributed to an adverse event.